Event description:
Customer's mother reported customer was hospitalised because customer did not hear the no delivery alarm and the device had stopped delivering insulin. Customer's blood glucose was 700 mg/dl when admitted. He had large ketones. Customer was transferred to the children's intensive care unit. Customer's mother declined troubleshooting the device because the high was due to customer not hearing the no delivery alarm. It was found that customer had a bent cannula, which caused the no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.